Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: cat# 6276-7-117; mod con dist stem 17 x 195 mm; lot# caxt706c. Cat# 2030-6560-1; 6.5 cancellous bone screw 60mm; lot# mnp680. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
Patient reported he had right tha. He stated that 2 - 3 weeks after surgery he started to experience pain, grinding, the ball popped out, can't straighten or bend the leg and unable to walk. The patient stated he was told he has levels of chromium and cobalt in his blood. Update: patient was first implanted with stryker implants on (B)(6) 2017, he was revised on (B)(6) 2017 due to infection. Patient is still experiencing pain and infections. Patient's surgeon is recommending amputation. This pi is for revision of primary.